Event description:
It was reported that there was rising threshold on the right ventricular (rv) lead. The lead remains in use and the lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID p1501dr implanted: (B)(6) 2008; 5076-45 non-defib lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.